Event description:
It was reported that during the insertion process, the spring wire guide unravelled. It was discovered under x-ray that a piece of the wire guide in the pt's soft tissue. Plans for removal of the small piece of wire are not known at this time.